Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders were not crossing, and the station was on critical override. A technical support specialist dialed into the server, ran a server downtime query, and found no messages available for processing. The xml processed time was current to the server time, and there was no disconnected flag, then ran a critical override reason query, which indicated that inbound messages were down or delayed. After restarting data sync, external messaging, and net transmission control protocol services, the system was able to find the sample patient provided on the pyxis enterprise server with 'admitted' status and on station as well. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a orders not crossing, station on critical override. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.